Event description:
Ary. A malfunction alarm occurred with the code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, helped reset the pump, and instructed the customer to call back if the malfunction recurred. The customer understood these instructions and confirmed they could continue using the pump.